Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: presence of calcification and longitudinal balloon tear burs along length of balloon. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review a review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and withdrawal difficulty was confirmed by visual inspection of the provided picture. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, calcification is present in the annulus of the patient. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty. Since no product non-conformances or IFU/training manual deficiencies were identified, no product risk assessment escalation and corrective/preventative actions are required. In this case, the operators experienced withdrawal difficulty of the devices through a the sheath. This was likely caused by device manipulation during withdrawal and/or patient factors (calcification and challenging anatomy) that may have contributed to the complaint event resulting in an unspecified vascular problem and an unexpected medical intervention/cut down.

Manufacturer narrative:
Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, after inflation of the valve, the delivery system balloon ruptured. The operator was not able to withdrawal the delivery system back into the esheath. The esheath was removed out of the patient and then attempted to remove the delivery system. The delivery system was stuck half way out of the access site on the right common femoral artery. A vascular cut down was performed to remove the system. The patient is stable post procedure.